Event description:
The customer contacted beckman coulter, inc (bci) to report low sodium test results were obtained on (B)(6) 2010 when using the unicel dxc 600 synchron clinical system. It was also reported that the test results for potassium, chloride and calcium were similarly affected. The samples were retested after the analyzer was calibrated. The test results were determined to be erroneously low after retest. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 3 of 4 reported by this customer for malfunctions occurring on different dates and work shifts.

Manufacturer narrative:
Quality control (qc) was run once per day in the morning. On (B)(6), the customer recalibrated electrolytes and reran controls few times until they were within established range. On (B)(4) 2010, the field service engineer identified a worn-out eic cup valve. Service replaced the valve and performed preventive maintenance. Service calibrated the ise (ion-selective electrode) and ran controls and precision. All results were within specs. Per the customer, as of (B)(4) 2010 the system has been operating appropriately since the service visit. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This event was initially reported in 2010 as MDR 2050012-2010-00198. During the retrospective review, it was determined that there were a total of 4 malfunction events. The original MDR 2050012-2010-00198 contains the data for the event occurring on (B)(6) 2010. The add'l mdrs are: 2050012-2011-07724 and 07725.